Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced an urgent low blood glucose while using the ilet following consecutive meal announcements for a snack, first as ¿usual¿ and then ¿less,¿ with continuous glucose monitor reading 51 mg/dl at the time; the granddaughter canceled the initial dose before completion, and the second announcement was entered shortly thereafter. Symptoms include hot flashes/flushes, confusion/ disorientation, diaphoresis and urinary frequency/polyuria associated with hypoglycemia. Outcomes included treatment with oral glucose and stabilization of blood glucose to 85 mg/dl during the call, with no hospitalization. Investigation included troubleshooting and user education on appropriate management of hypoglycemia and timing of announcements. Investigation of this case revealed user-related meal announcement error during hypoglycemia, leading to insulin dosing attempts while the patient was low. It was concluded, based on previously established findings for similar reports, that the cause was user error related to announcing a snack during hypoglycemia rather than treating the low first and announcing after recovery.